Manufacturer narrative:
A hematoma was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the hematoma was not device related.

Manufacturer narrative:
A hematoma was observed following the implantation of this biotronik device. Therefore the ICD as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were reinvestigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.

Manufacturer narrative:
(B)(4)

Event description:
This system was removed due to a hematoma which was caused by the patient taking a fall. The hospital retained the devices.